Event description:
The reporter called and alleged discrepant results for two patients when compared to a lab. The reported device results were 6.3 and 7.7 inr. The corresponding lab results reported were 1.8 and 4.7 inr. The reporter did not provide any treatment information. The device was replaced, and requested to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results for two patients when compared to a lab. The reported device results were 6.3 and 7.7 inr. The corresponding lab results reported were 1.8 and 4.7 inr. The reporter did not provide any treatment information. The device was replaced and requested to be returned for evaluation.